Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-apr-2020. The most recent information was received on 01-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. C26961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pressure in the pelvis"), abdominal distension ("bloating"), back pain ("lower back pain"), menstruation irregular ("irregular periods"), vaginal discharge ("smelly and/or mucous discharge"), dyspepsia ("stomach ache after eating"), alopecia ("hair loss"), night sweats ("excessive sweating at night"), vitreous floaters ("floaters in eyes"), vision blurred ("blurred spots in the eyes"), skin odour abnormal ("smelly sweat"), loss of libido ("loss of libido "), bladder prolapse ("bladder prolapse"), stress urinary incontinence ("bladder leakage upon exertion"), haemorrhoids ("haemorrhoids"), constipation ("constipation"), musculoskeletal pain ("muscle and joint pain"), muscular weakness ("muscle weakness"), sciatica ("sciatica/ cruralgia"), articular calcification ("calcification of the hips"), sinus congestion ("pressure in the sinuses/ obstructed sinuses"), fatigue ("fatigue"), disturbance in attention ("lack of concentration "), memory impairment ("forgetting simple words"), dyslexia ("dyslexia"), mood swings ("mood swings"), gastrooesophageal reflux disease ("stomach reflux"), nausea ("nausea especially at night"), breast pain ("painful breasts"), limb discomfort ("heavy legs "), the first episode of feeling abnormal ("feeling of dehydration") and the second episode of feeling abnormal ("feeling of being in the body of an elderly person"). On an unknown date, the patient experienced amenorrhoea ("amenorrhea"), headache ("more frequent headaches"), poor quality sleep ("poor sleep") and cardiovascular disorder ("blood circulation now better (5 weeks after removal)"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, alopecia, stress urinary incontinence, constipation, musculoskeletal pain, fatigue, poor quality sleep and cardiovascular disorder was resolving, the back pain, menstruation irregular, amenorrhoea, vaginal discharge, headache, night sweats, vitreous floaters, vision blurred, loss of libido, bladder prolapse, haemorrhoids, muscular weakness, sciatica, articular calcification, disturbance in attention, memory impairment, dyslexia, mood swings, gastrooesophageal reflux disease, nausea, limb discomfort and the last episode of feeling abnormal outcome was unknown and the dyspepsia, skin odour abnormal, sinus congestion and breast pain had resolved. The reporter considered abdominal distension, alopecia, amenorrhoea, articular calcification, back pain, bladder prolapse, breast pain, cardiovascular disorder, constipation, disturbance in attention, dyslexia, dyspepsia, fatigue, gastrooesophageal reflux disease, haemorrhoids, headache, limb discomfort, loss of libido, memory impairment, menstruation irregular, mood swings, muscular weakness, musculoskeletal pain, nausea, night sweats, pelvic discomfort, pelvic pain, poor quality sleep, sciatica, sinus congestion, skin odour abnormal, stress urinary incontinence, vaginal discharge, vision blurred, vitreous floaters, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: five weeks after the removal, she notice an improvement in several observed effects. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2019: amenorrhea, pre-menopause investigation but nothing abnormal detected. Magnetic resonance imaging brain - in (B)(6) 2019: suspected stroke/ sclerosis. Ultrasound pelvis - in (B)(6) 2018: no results provided (urinary problems); in (B)(6) 2019: no results provided (pelvic pain and urinary problems). X-ray of pelvis and hip - in (B)(6) 2017: no results provided (lumbar pain); in (B)(6) 2019: no results provided (cruralgia/ sciatica). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. C26961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pressure in the pelvis"), abdominal distension ("bloating"), back pain ("lower back pain"), menstruation irregular ("irregular periods"), vaginal discharge ("smelly and/or mucous discharge"), abdominal pain upper ("stomach ache after eating"), alopecia ("hair loss"), night sweats ("excessive sweating at night"), vitreous floaters ("floaters in eyes"), vision blurred ("blurred spots in the eyes"), skin odour abnormal ("smelly sweat"), loss of libido ("loss of libido "), bladder prolapse ("bladder prolapse"), urinary incontinence ("bladder leakage upon exertion"), haemorrhoids ("haemorrhoids"), constipation ("constipation"), musculoskeletal pain ("muscle and joint pain"), muscular weakness ("muscle weakness"), sciatica ("sciatica/ cruralgia"), articular calcification ("calcification of the hips"), sinus congestion ("pressure in the sinuses/ obstructed sinuses"), fatigue ("fatigue"), disturbance in attention ("lack of concentration "), memory impairment ("forgetting simple words"), dyslexia ("dyslexia"), mood swings ("mood swings"), reflux gastritis ("stomach reflux"), nausea ("nausea especially at night"), breast pain ("painful breasts"), limb discomfort ("heavy legs "), dehydration ("feeling of dehydration") and feeling abnormal ("feeling of being in the body of an elderly person"). On an unknown date, the patient experienced amenorrhoea ("amenorrhea"), headache ("more frequent headaches"), poor quality sleep ("poor sleep") and cardiovascular disorder ("blood circulation now better (5 weeks after removal)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, alopecia, urinary incontinence, constipation, musculoskeletal pain, fatigue, poor quality sleep and cardiovascular disorder was resolving, the back pain, menstruation irregular, amenorrhoea, vaginal discharge, headache, night sweats, vitreous floaters, vision blurred, loss of libido, bladder prolapse, haemorrhoids, muscular weakness, sciatica, articular calcification, disturbance in attention, memory impairment, dyslexia, mood swings, reflux gastritis, nausea, limb discomfort, dehydration and feeling abnormal outcome was unknown and the abdominal pain upper, skin odour abnormal, sinus congestion and breast pain had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, amenorrhoea, articular calcification, back pain, bladder prolapse, breast pain, cardiovascular disorder, constipation, dehydration, disturbance in attention, dyslexia, fatigue, feeling abnormal, haemorrhoids, headache, limb discomfort, loss of libido, memory impairment, menstruation irregular, mood swings, muscular weakness, musculoskeletal pain, nausea, night sweats, pelvic discomfort, pelvic pain, poor quality sleep, reflux gastritis, sciatica, sinus congestion, skin odour abnormal, urinary incontinence, vaginal discharge, vision blurred and vitreous floaters to be related to essure. The reporter commented: five weeks after the removal, she notice an improvement in several observed effects. Diagnostic results (normal ranges are provided in parenthesis if available): blood test in (B)(6) 2019: amenorrhea, pre-menopause investigation but nothing abnormal detected. Magnetic resonance imaging brain in (B)(6) 2019: suspected stroke/ sclerosis. Ultrasound pelvis in (B)(6) 2018: no results provided (urinary problems); in (B)(6) 2019: no results provided (pelvic pain and urinary problems). X-ray of pelvis and hip in (B)(6) 2017: no results provided (lumbar pain); in (B)(6) 2019: no results provided (cruralgia/ sciatica). We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.